Event description:
It was reported that the left ventricular lead dislodged. Upon opening the pocket, a break in the insulation was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.